Event description:
During routine monitoring, the mouse and keyboard at the central station became unresponsive. The only way to restore function was to reboot the system, during which time patients were not being monitored. This is an ongoing problem and the system has needed rebooting at least a dozen times since it was installed two months ago. Sometimes the mouse freezes, sometimes it is confined to a portion of the screens and unable to change alarm settings, respond to alarms, admit or discharge patients, etc. On one or more screens.the system is complex and made up of many components. It is not always clear which component is the cause of the malfunction, but we suspect the software used to allow a single mouse and keyboard to span across several screens has some kind of compatibility issue.